Manufacturer narrative:
Evaluation summary: the device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A center director reported that a patient who underwent bilateral lasik was diagnosed with trace, diffuse lamellar keratitis (dlk) and epithelial ingrowth in both eyes, at the one day postoperative visit. The patient was asymptomatic. The topical steroid drops were increased and oral steroids were prescribed. Additional information has been requested. There are two medical device reports associated with this event. This report is for the right eye.